Event description:
During a review of the pump's event history by baxter canada personnel, a colleague infusion pump was found to have experienced failure code 810:11 on channel a, which interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This involved a colleague p1.5 infusion pump with a user interface module software version of 6.13.92.

Manufacturer narrative:
(B)(4). Device evaluation: the condition of a colleague infusion pump with failure code 810:11 on channel a was discovered and confirmed in the pump's event history by a baxter service technician. However, this condition could not be reproduced. Therefore, no assignable cause could be provided for the reported condition and no repair was necessary. Additional information: similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).